Event description:
The device was implanted on (B)(6) 2013 for abdominal wall construction. Sometime following surgery, the device disintegrated necessitating debridement and placement of a wound vac. The surgeon indicated the pt had an infection in a contaminated surgical field. It is not know if the device has been explanted. It is not known what the pt's current condition is. It is probable that the pt's condition (contamination/infection) contributed/caused the device to fail.

Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.